Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation. During the evaluation, foam particles were observed, and error code was present. The device was scrapped. No further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Other text : device evaluated by third party service center.